Event description:
Through implant patient registry, it was learned that a patient with a 33mm mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to severe stenosis and motion restricted. The patient presented with fatigue, sob, and doe. The tmvr was performed with a 29mm transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. The patient was a 78 y/o female with a history of mvp, s/p mvr (2013), skin cancer, osa on nightly CPAP, stress hyperglycemia, cad, mixed hld, htn, diastolic chfpef, hypothyroidism, class 3 obesity, staph infection in 1997 and 2012, chronic utis, post covid chronic fatigue, and former smoker.

Manufacturer narrative:
Additional narratives: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives the most likely cause is patient factors, including cad and hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.